Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said after getting interstim their symptoms were better but they were still happening. Pt said their doctor told them increase then to wait 2 weeks before increasing again. Patient said they increased but did not do it right they were still having accidents during the night, they could barely make it to the bathroom. Worked with patient to synch their handset and communicator with their implanted neurostimulator and upon synching pt said they had increased to 2.6 last time but today it showed 1.2. Patient was successful to increase stim during the call and confirmed it was comfortable. Patient will maintain stimulation level and will continue to track symptoms. Offered and sent email with quick guide, and interstim information. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient reported a continuation of the previously reported issues. The patient stated they were to the point where they were having accidents every other or third night and their urgency was so bad they would go away for an hour and they could barely make it back home to the bathroom without having an accident. The patient stated it was "embarrassing" and that they didn't think it was this bad before they got the implanted system. The thought it was worse now than they had ever been. The patient had initially called for assistance in increasing their stimulation so patient services assisted the patient in connecting to their therapy settings. The therapy was on. The patient then increased the stimulation to where they felt it comfortably in their bike-seat region. The patient stated "I only feel it on the left side (of their bike-seat)." Patient services reviewed stimulation considerations with the patient and redirected the patient to follow up with their managing health care provider (hcp) about their symptom concerns. Patient stated they couldn't recall who was managing their implanted device but that they had an appointment coming up. The patient stated they'd tried nearly every program. Patient services reviewed the health care provider (hcp) could schedule a reprogramming session with a rep who could add additional programs for the patient it they deemed it a possibility. Patient stated they thought they maybe had one more program left to try but stated they would monitor their symptoms now that a change had been made and reach out to their hcp about scheduling an appointment with a rep if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back and reported that since they increased the stimulation the therapy was still not helping them at all. The patient stated they still were having 4 accidents at night and that they've had to change the sheets a couple of times. The patient stated they were still having urgency as far as getting to the bathroom and that they'd tried all but two programs thus far. The patient stated they were feeling disheartened about the surgery and the therapy because it wasn't helping. Patient services reviewed programming and stimulation considerations with the patient as well as therapy expectations . Patient services also reviewed with the patient that they could also follow up with their health care provider (hcp) to have additional programs added if they found that the therapy still wasn't helping after trying their remaining programs. The patient stated they couldn't increase the stimulation any further on their current program because it would be painful so they wanted to switch to a new program. Patient services guided the patient through connecting to their settings. The therapy was on and the patient then switched to a new program and increased their stimulation to where they felt it comfortably in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made. Patient services wanted to note that the patient noticed a yellow communicator battery light when they went to connect. Patient services reviewed the meaning of the light and recommended communicator maintenance with the patient. When the patient connected the patient received a message that the communicator battery level was at 16% and that they should charge it but they were able to dismiss the message and continue with making a change to their settings. The patient stated they hadn't known they also needed to charge the communicator. When the patient successfully ended their session, the patient was going to plug their communicator into the white cable they'd found in their box they received at implant and was going to charge the communicator.